Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited myopotential oversensing and automatic mode switch episodes reproducible with isometrics. Programming changes were performed to resolve oversensing. Patient condition was stable.